Manufacturer narrative:
(B)(4). D10. Unknown apex tibial and unknown apex bearings. The device is not available to be returned for analysis; and an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was the total ankle arthroplasty failed due to pain and loosening and the implant was removed and explanted. Pourus coating on talus delaminated and left on the patient's bone. The remaining metal on the patient's bone was removed by the surgeon. The competitor product was used to revise the patient. Additional information was requested but not available.